Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. There were no reported product deficiencies. The reported patient effect of hypersensitivity/allergic reaction is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented to the physician and complained of itching all over the body. It is unknown when the itching began. The physician reported this as an allergic reaction and believes the itching may be related to the xience stent. The unknown xience stent is believed to have been implanted in (B)(6) center, on (B)(6) 2013. It is unknown if any treatment was provided. There was no additional information provided.